Event description:
Initial report: this non-serious spontaneous was received from a physician on 12/16/2009, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local reference (B) (4). This case involves an adult female patient (age nos) who developed granulomas on an unspecified date, after receiving only one treatment of poly-l-lactic (sculptra) sometime in (B) (6) 2009. The pt developed two granulomas (that became one) in the left cheek area. Triamcinolone (trigon depot) was administered as corrective therapy, which lead to secondary atrophy on the surrounding area. Significant/relevant medical history and concomitant medication information were not mentioned. Action taken: not applicable. Outcome - not recovered/ not resolved. A ptc (pharmaceutical technical complaint) was initiated: local ptc (B) (4); global ptc number (B) (4). Physician/reporter causality: possible.